Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: after releasing the foot plate and pulling up to "green/yellow" the suture broke. They did a cut down to suture up the femoral artery. It was stated that the physician pulled to hard on the device. He made the statement that he "felt something pop" while pulling to the sky.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a evar procedure, a 18f manta was deployed for closure in the right common femoral artery. Ultrasound and a single stick puncture were utilized to obtain a central positioned access. The arteriotomy was 10.4mm, mild tortuosity, minor plaque, and a depth measurement of 3.5cm + 1cm. The IFU warns, not to use manta if there is marked tortuosity of the femoral or iliac artery. Additionally, procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Following release of the anchor, while the physician was applying tension to yellow/green, he felt something pop while pulling upward, and the suture broke. The proctor and another associate present during the case thought the physician pulled to hard on the manta while attempting to deploy and broke the suture. The physician performed a cut down, removed the anchor, and the patient recovered fine post procedurally. Step 5: deploy device and seal puncture: indicates maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied; do not pull past green. Excessive force may cause vessel damage; only light tension (yellow/green) is required. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.